Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. When the unit was started up prior to use by the patient the display turns red and [respiratory inoperability] occurs. The patient spent the night without using the ventilator. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a ventilator inoperative condition occurred. When the unit was started up prior to use by the patient the display turns red and [respiratory inoperability] occurs. The patient spent the night without using the ventilator. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information eval-linv: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of " ventilator inoperative" was duplicated when the device was powered on. The error log was reviewed and revealed that e-155 had been recorded. The device was reset using the exclusive service tool and the device was tested and no anomalous part was found. It was assumed that a possible cause for the occurrence was that the drift of the flow sensor was detected due to some effect after the device was powered off. The flow sensor was replaced preventively to address the issue. The assumed defected flow sensor was sent to the product investigation lab (pil) for further investigation and the failure of the flow sensor could not be confirmed. Pil concludes the component operates properly.